Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following. It was reported: ¿in the late morning a patient's medication bag was found to be leaking. The nurse removed the tubing from the patient's bag of doxil and added new tubing and also pulled up the remainder of fluid in old tubing into a syringe. After this, a pharmacist placed the IV bag/tubing and unlabeled syringe in the IV room pass through asking the technicians to replace the drug into the bag as well as priming the tubing. We sat there asking each other why we couldn't just remake the bag as opposed to possibly contaminating our IV room with particulates that could have gotten on the bag. We then asked the pharmacist if the IV bag was hooked up to a patient to which they replied yes. We asked if we could just remake the bag as opposed to all the risk and they said, no, that we have no way of knowing how much of the drug the patient received. I was under the impression that if a drug is hooked to a patient, it cannot come back into the IV room. I also know that the alaris pumps tell you how much fluid is left to be pumped. I refused to touch it or make it because our IV rooms are supposed to be sterile, and the bag had not just reached the patient but had been hooked up to them as well. The other technician agreed to the pharmacist's request and put the contaminated bag with tubing into their hood as well as the unlabeled syringe. They cleaned the room and their hood with peridox after returning the IV bag to the pass through for pharmacist retrieval. I am extremely upset that this was allowed. I am aware that there is a fluid shortage but the risk in this situation to me greatly outweighs us having to remake this drug for the safety of the patient and the other patients we are making things for in the IV room. As a technician I do not know the extent of what happened outside of the IV room to that bag. Perhaps the patient went to the restroom and flushed the toilet contaminating the bag and tubing with particulates from the toilet or someone sneezed in the infusion room producing the same effect. I do not know the extent of what the nurse did when swapping the tubing and removing the fluid into a syringe. Did they have gloves on? Did they use a clean syringe? We also do not know what was inside of the unlabeled syringe besides the fact the drug is a bright red color, and the pharmacist told us that it was doxil.¿ rcc received a complaint via email.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.